Event description:
Patient contacted site (B)(6) 2021 stating she had been diagnosed with pneumonia about 1 month prior and still having cough. Local pulmonologist noted tracheal mass on CT scan. Patient saw local ent on (B)(6) 2021 for direct visualization who confirmed a 1 cm tracheal mass/granuloma as well as exposed electrodes in the esophagus. Due to concerns of possible tracheoesophageal fistula in relation to investigational laryngeal pacemaker components, patient referred to (B)(6) for exploratory surgery. Operative procedure completed on (B)(6) 2021 found a 3 mm fistula in the posterior tracheal wall overlying the right electrode anchor with the fistula to the left of midline where the anchors were sitting just below the cricoid cartilage. Additionally, 2 cm of electrodewires were noted to have an entry and exit point within the esophagus distal to the tracheal defect with intact mucosa between. The patient has never had any swallow symptoms up to this point. To repair the findings, the posterior tracheal fistula was closed and all electrode leads identified and removed from the surgically created 2.5 cm esophageal opening. The esophagotomy was then closed in layers. Acellular dermis was placed between the esophagus and electrodes with a separate piece attached to the trachea at the fistula site to completely isolate electrode wires and anchors away from both esophagus and trachea. Patient hospitalized per clinical team standards with planned discharge on (B)(6) 2021. Lead migration, damage to muscle tissue, local skin erosion, granulation tissue formation, and esophageal or tracheal damage noted as possible risks in protocol. Manufacturer has been notified of event by phone, but report not yet sent to them pending confirmation of recipient.